Manufacturer narrative:
Intuitive surgical, inc. (Isi) 8mm mega suturecut needle driver instrument to perform failure analysis. The instrument was analyzed and was found to have a broken grip at the grip base of grip tip. A piece approximately 8.01mm x 3.15 mm was found to be broken off. The broken piece was not returned with the instrument.

Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, the 8mm mega suturecut needle driver instrument end was broken off. The customer saw this at inspection prior to the patient rolling into the operation room (or). It was brought to the customer, and they opened another instrument, no delay for the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was unknown if the missing material/damage occurred outside of a surgical procedure. No issues were reported from staff before, during, or after the procedure on 02/27 where the instrument was last used. There was no report of fragments falling from the device while used within a patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.